Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the handheld was not sensing cables anymore. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but displayed an error message which caused the device not to function. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.